Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed a code 1005 for an open circuit detected during shock on this right ventricular (rv) lead. Technical services (ts) analyzed the presenting electrogram (egm) and found that the shock lead impedance was greater than 125 ohms, which was out-of-range, when 3 shocks were delivered for an episode of true ventricular fibrillation (vf). Ts recommended replacement of rv lead. This facility will continue to monitor this patient. No adverse patient effects were reported. Currently, this crt-d remains in service.